Event description:
This report is being filed as a result of changes to our MDR evaluation process that were prompted by an FDA inspection. One time during rinseback, the machine alarmed 'air detected in the return air chamber' and there was foam noted in the return pressure sensor and the return air chamber. On visual inspection, it was noted that there was a kink in the tubing between the ccm and the connector joining all the tubes, this was released manually and the pulsating stopped. It was also noted at that point that there was less volume in the remove bag than might have been expected. On completion of the procedure, the remove bag was weighed and contained 1.8 kg. According to spectra, 2788mls were removed. There was approximately 1000mls less in the bag than expected. In the last 15 minutes of the procedure, the cough became significantly worse and she became quite uncomfortable with it. She was examined by a medical practitioner. Her chest was clinically clear, but she was commenced on oral antibiotics in view of her cough and immunosuppression.

Manufacturer narrative:
(B)(4): prior to receiving the kit from the customer, investigators (on february 5th) ran a tpe set with the collect line blocked by a hemostat. This resulted in pulsing of the plasma line to the waste bag (above the pump cartridge). It did not cause the machine to alarm, and the system stated that it was continuing to collect plasma. During the investigation, a close examination of the segment of tubing between the ccm and the 3-lumen connector showed no evidence of kinking. This indicates that the product was not mis-packaged prior to sterilization due to the absence of a well-defined kink. There was no difference in the tubing lengths of rbc line and waste plasma line when compared to a reference set. The plasma line kinking referred to by the operator in the incident description must have been induced by the specific loading of the disposable. In summary, no disposable defects were noted. Root cause: the likely root cause of this event is operator loading of the kit, which caused a severe kink in the tubing below the ccm. Corrective/preventive action: a trend review was conducted for this lot. No other similar events for this lot number have been reported to date. Trends suggest that the event reported is random and occurs at a low level on a general basis. Trends are regularly monitored to determine appropriate preventative and corrective actions by manufacturing or engineering. No further evaluation will be done on this specific report.